Manufacturer narrative:
The lot number was provided for two out of two malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation for both malfunctions, therefore, the investigations of the reported malfunctions are inconclusive for the reported balloon rupture. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model u415054rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. These malfunctions involved a patient with no consequences. One patient was a (B)(6) year old male weighing (B)(6) and the other patient's age, gender and weight was not provided.

Manufacturer narrative:
H10: the lot number was provided for one out of two malfunctions; therefore, a lot history review was performed for one malfunction. The sample was not returned to the manufacturer for inspection/evaluation for both malfunctions, therefore, the investigations of the reported malfunctions are inconclusive for the reported balloon rupture. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model u415054rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. These malfunctions involved a patient with no consequences. One patient was a 84 year old male weighing 64 kgs and the other patient's age, gender and weight was not provided.